Event description:
Patient in operating room had difficulty coming off bypass post valve procedure. Despite difficult insertion, support using the protek duo was initiated successfully after several failed attempts with both protek duo and avalon elite cannulas. Team had difficulty placing protek duo for support. Once in recovery fluctuation flows prompted tee imaging which revealed neck and mediastinum hematomas. Patient was taken back to operating room for resternotomy, hematoma was evacuated, and surgical cannula placed. Patient was successfully decannulated two days later.